Event description:
It was reported by the pt's relative that pt had a fusion surgery in 2000. The neck and hip incisions were closed with vicryl suture and staples. Two weeks post-op, the staples were removed. The relative noted a small 1/2" area of yellow drainage on the neck incision. They returned to the dr who further investigated and on 2000, the pt was returned to the or for debridement of both incisions. The incisions were not healing and the tissue around the suture was inflammed. Both incisions were re-closed with other suture. Relative states pt has had a previous surgery with vicryl without incident. The surgeon has indicated to the relative the pt is "allergic" to vicryl. No other info was provided.